Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt had not used his stimulation for 8 months. The sjm rep met with the pt and attempted to reprogram the system. It was reported some of his programs had given him abdomen stimulation. Reprogramming was unable to provide effective stimulation. It was reported the physician had ordered an x-ray to determine the next course of action.